Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to fracture of the articular surface post.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot number for the articular surface are unknown. Devices were not returned for review, but a returned photograph confirms the fractured spine and that both pieces were retrieved from the patient. This device is used for treatment. Primary and revision operative notes were returned for review. Review of primary operative notes indicates that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2003. The right knee is of concern for the reported event. Trial components were removed and then the final implants were cemented into place with a 17mm articular surface inserted. Range of motion, alignment, and stability were reported to be excellent. Review of revision operative notes confirms patient underwent a right total knee revision on (B)(6) 2016 due to articular surface spine fracturing. After the product was explanted, it was reported that the post had sheared off at the base of the poly. The fractured piece was retrieved without difficulty from behind the cam of the femoral. The femoral component, tibial plate, and patellar component were all reviewed for loosening and appeared to be well-fixed. Therefore, only the articular surface was replaced with a new 17mm component and full extension and flexion with stability throughout the range of motion were achieved. Compatibility could not be confirmed as the part and lot numbers are unknown for the initial components implanted. A product history search could not be conducted as the part and lot numbers are unknown. The component had been implanted for 12 years 3 months, with the activity and lifestyle of the patient unknown. A definitive root cause of the loosening cannot be determined with the information provided.